Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of sample. This occurred with 2 different patients, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from french to english: during the collection of the yellow sst tube, I noticed that there was presence of the collected blood mixed with the gel at the bottom of the tube. This happened on 2 different occasions to different clients.

Manufacturer narrative:
H6: investigation summary bd received one photo for evaluation. The photo showed 2 tubes and confirmed to have what appears to be poor barrier separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history review was conducted and this was the 1st complaint for this defect and lot number. Technical services reached out to the customer and it appears that this issue has not reoccurred since the issue was reported in august. Based on the investigation completed, bd was able to confirm this complaint on the photo provided. Bd was unable to determine root cause. See h.10.

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of sample. This occurred with 2 different patients, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from french to english: during the collection of the yellow sst tube, I noticed that there was presence of the collected blood mixed with the gel at the bottom of the tube. This happened on 2 different occasions to different clients.

Manufacturer narrative:
The following field has been updated with corrected information: g.4. Date received by manufacturer: 2019-10-05.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of sample. This occurred with 2 different patients, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: during the collection of the yellow sst tube, I noticed that there was presence of the collected blood mixed with the gel at the bottom of the tube. This happened on 2 different occasions to different clients.